Manufacturer narrative:
No service was requested, the user facility performs their own repair and service. No further information regarding any parts replacement has been provided. Provided ventilator logs contains alarms for high airway pressure. A picture was provided showing spikes on the inspiratory plateau on the pressure curve. A sound file was also provided, where a whistling sound could be noted on the inspiratory phase. Since no parts or further information was provided, the root cause of the reported event has not been determined. H3 other text : 4117

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that abnormal screen waveforms and sound were noticed by the user. There was no patient harm. Manufacturer's ref #: (B)(4).